Event description:
It is reported that a customer received a low battery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with clearing the alarm and walked through cleaning the battery cap. The customer reinserted the battery and the pump worked as designed. The customer did mention that they had received a no delivery alarm. The customer was advised to trouble shoot the issue to find out the source of the no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.